Event description:
It was reported, that the patient presented to the hospital. For a generator changeout. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited noise oversensing. Resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6)2024. The patient was in stable condition.